Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the patient needed to be brought back to operating room due to bleeding. Secondary renal artery appeared to have a few staples on it. The patient had re-operation to control bleeding 2 hours after finished the initial surgery. Stapled a secondary renal artery in the second surgery. Blood loss was more than 500cc. Current patient status - stable.